Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during support on an impella cp that the impella was advanced into the left ventricle and the patient immediately had ventricular tachycardia (vt) as soon as impella crossed the valve and the impella was pulled back into ascending and the vt did not resolve so the patient was shocked once at 200 joules along with 100 of lidocaine and 150 of amiodarone was given. The impella was advanced across the valve and the wire was removed. The patient had vt again and the doctor pulled the impella back into ascending with no resolution of vt so the patient was shocked again once at 200 joules. The doctor attempted to utilize a stiff buddy wire to assist with advancing the impella across the av but was unable to do so. The doctor removed the impella fully and then reinterested the same pump again. The impella backloaded onto the wire and was placed across the valve without issue. The wire was removed and the impella was started in auto. The following day, the patient spiked a fever so infectious workup was being pursued. No further information was provided. Later, the pump was explanted successfully and the patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Tachycardia : the root cause of the injury was unable to be determined due to insufficient clinical details. Fever : the cause of the injury was not determined due to insufficient clinical details. Unable to deliver or advance : the cause of the delivery issue was unable to be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.